Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 20.6 mm proximally, 20.2 mm in the middle and 20.1 distally. There was mild calcification in the neck and no neck angulation. The right iliac artery was 10.9 mm, 16.7 mm and 16 mm from proximal to distal, the left iliac was 16.3 mm, 15 mm and 14 mm from proximal to distal. Right access was 9.3 mm and the left was 10 mm. The bifurcated stent graft was implanted without issue. It was reported that there was kink in the stentless area of the fabric of the stent graft. The physician implanted an additional iliac limb stent graft correcting the kink in the stent graft. No clinical sequelae were reported, and the pt is fine.